Manufacturer narrative:
Haemonetics confirmed reported malfunction via sample photos provided by customer. Sample was received by haemonetics but evaluation has yet to be completed. Without completed evaluation root cause has yet to be determined.

Event description:
On (B)(6) 2020 haemonetics was notified of metal particles at the tip of the cannula, utilizing the pcs®2 plasma collection system needle in germany. This was discovered immediately after opening, the cannula was not inserted. There was no patient involved.